Manufacturer narrative:
Product was never received by manufacturer. No visual examination could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the root cause of this issue is related to patient hard bone. As reported, the patient has an unusual geometric of the vertebrae and sclerotic bone. The investigation found no evidence to indicate a device issue.

Event description:
Roi-c : broken and bent anchoring plate during insertion according to the reporter : the inferior roi-c anchoring plate was broken and bended when inserted. Depth size of 12 was still slightly over sized given the unusual geometric dimension of the vertebrae. Insertion of plate was challenging with the sclerotic bone quality. The inferior anchoring plate was impacted but could not advance further posteriorly. The images provided shows that the inferior anchoring plate posterior ends bended (possibly from the stress penetrating the calcified bone). Plates & cage were removed. Surgery was completed successfully with roi-c cage stand alone without anchoring plate. Delay of 1-2 h has been reported. The surgical technique was followed. No notification of patient impact.